Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that many bd syringe luer-lok¿ tip were broken and/or dented while some pieces had black marks. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: two photos depicting five syringes with large oval ink smears at similar location on the barrel around the bd logo and four syringes with broken plunger rods. The plungers have a portion of one rib below thumb rest to approximately 1/3 the length of the plunger rod missing. The ink smears and damage observed is rejectable per product specification. Physical sample ¿ two full and one partial bns boxes (total of 2257 each) of loose 10ml assembled syringes were received and reported to be from batch #8060876 (p/n 301029). The samples were visually inspected for the reported defects. 18 syringes had broken plunger rod ribs. The break was on one rib just below thumb rest to approximately 1/3 the length of the plunger rod, similar to the damage in the photos. 83 syringes had damaged but not broken plunger rod ribs in approximately the same location. Both defects were observed in one of the three boxes of syringes only. The broken / damaged plunger rods observed are rejectable per product specification. No ink or print defects were found in any of the three boxes. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: potential root cause for the broken/damaged plunger rods is associated with the assembly process. Potential root cause for the ink smears is associated with the printing process. No corrective actions are necessary based on the defective rate identified.we appreciate you taking the time to bring this observation to our attention. Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Event description:
It was reported that many bd syringe luer-lok¿ tip were broken and/or dented while some pieces had black marks. No serious injury or medical intervention was reported.